Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 10.5 inches from control knob, between input connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath does not exhibit signs of melting; the connector appears in good condition; the connector passed the signature verification fixture test. Review of lot 725h DHR did not indicate any failures upon the beam scan test and final inspection. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, a defective fiber message was observed. It was further reported that, with 0 joules and 0 minutes expended, the fiber had a kink distal to turning piece and no aperture for laser fiber (no hole). The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. There was no patient injury reported due to the event.